Manufacturer narrative:
Product analysis: it was determined on analysis that the analyzer failed during final functional tests and was out of specification electrically. The analyzer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.